Event description:
The reporter states back to back results of 248 and 112 mg/dl. The reporter states the customer varies insulin doses on bg results and alleges hypoglycemia was due to dosing on erroneous high results. These values were not provided nor were the insulin amounts. The customer self-treated with food and felt fine. No report of an adverse event. Controls were not run. Return requested and replacement was sent.